Manufacturer narrative:
Customer found one aspirate probe bent and saw errors posted to the event log. Customer replaced the probe and continued to run the analyzer, but found the aspirate probe bent again approximately one week later and noticed that there was a loose screw on the probe plate which was tightened. Customer replaced the aspirate probe and ran a system check which passed within instrument specifications. Qc was within established ranges prior to and after the event. A field service engineer (fse) was dispatched on 02-10-2009 for this event (a) fse verified probe plate alignment and serviced the instrument. (B) fse verified repairs per established procedures and all results met published performance specifications. In this event, the hardware failures could have affected pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding several erroneous results generated by the unicel® dxc 600i synchron® access® clinical system. Specific patient data has not been provided to date. Customer stated that erroneous results were from cardiac and thyroid assays. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.